Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical devices: item # unk, head, lot # unk, item # unk, shell, lot # unk, item # unk, liner, lot # unk.

Event description:
It was reported that approximately 5-6 weeks post implantation, a patient presented for a follow up with complaints of pain. Radiographs revealed an avulsion fracture of the greater trochanter. The fracture was treated conservatively. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Review of x-rays provided determined overall fit and alignment of the arthroplasty components are unremarkable. Bone quality appears slightly osteopenic. A left greater trochanter avulsion fracture was seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.